Manufacturer narrative:
The t:slim x2 user guide states, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." (Auto-off alarm). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid resume pump alarm. The customer resumed insulin deliveries after the alarm. The customer's blood glucose (bg) level was 527mg/dl and a manual injection was administered to address the bg level.